Event description:
A customer contacted baxter's technical service center to report having a transfer set separation during use. The home pt's (hp) transfer set disconnected and the hp drained out. The technical service representative (tsr) assisted the (hp) to end therapy and advised to call the nurse. Product surveillance contacted the peritoneal dialysis nurse in 2009, who stated that the separation of the transfer set took place at the adapter/catheter interface. The home pt (hp) came into the clinic and had the transfer set replaced and was able to resume therapy successfully. Per the nurse, the sample was discarded. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Per the nurse, the sample was discarded.